Event description:
The customer reported that he went to the hospital due to high blood glucose levels greater than 600 mg/dl and no delivery alarms. The customer also had ketones. The customer stated that he changed the infusion set three times, but his blood glucose levels remained elevated and the insulin pump continued to alarm no delivery. The customer declined any troubleshooting. The customer stated that he has tested the insulin pump himself, and feels that it is not working correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.